Event description:
It was reported the speedstitch suture cartridge pushed out of the speedstitch suturing device intra-operative. Consequently, the cartridge fell into the surgical site. The physician was able to remove the cartridge using a grasper. The hip arthroscopy procedure was completed; however, details regarding how the procedure was completed were not available. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided. Reference manufacturer reports: 3006524618-2012-00168.